Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment was somewhat crack and the last time customer changed infusion set it was cracked even more and the top of the battery compartment was also cracked. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.